Event description:
On (B)(6) 2026, the patient underwent a placement procedure in preparation for an ultrasound guided percutaneous drainage procedure for cyst management. Prior to use, it was reported that the trocar needle length was significantly longer than the associated drainage catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the partial view of three catheters along with loaded trocar needle. The needle tip was noted to be protruding from the tip and thread was noted in the distal tip of the catheter. However the hub is not visible and it is difficult to analyze without complete view and without physical sample. Therefore, the investigation is inconclusive for the reported trocar needle length longer than the catheter issue for all three devices as it is not sufficient enough to determine whether the product did not meet specifications. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.